Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) had delivered a shock when the patient exited the shower. During follow-up with the patient's physician it was learned that the patient has not brought this issue up to his physician since reporting it to the manufacturer. There is no additional information currently available regarding this event. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010; 638bl30, heart band, (B)(6) 2009. (B)(4).